Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274trk ICD, implanted (B)(6) 2011; 694765 lead, implanted (B)(6) 2009; 5076-52 lead, implanted (B)(6) 2009; dtba1d1, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that at implant, the lead showed high threshold and failure to capture. The lead continued to maintain high thresholds and remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.